Event description:
The patient presented with drug induced asystole and was resuscitated. After resuscitation, the patient was comatose. The catheter was inserted femorally and used to induced hypothermia. The patient became short of breath. CT detected a pulmonary embolus 2.5 years after insertion. The catheter was removed after doppler detected a dvt in calf of the same leg as the catheter. He received a heparin drip and will get 6 months of coumadin. The patient is doing "fairly well".

Manufacturer narrative:
This report is made based upon the receipt of a complaint. We are attempting to obtain return of the catheter. There is nothing in the history so far that indicates a device failure or user error. This is an initial report. We will correct the report with the patient outcome and any analysis of returned product should this occur. The rate of report of alsius of dvt is << 1% (complaints per units shipped in the last 2 years). Dvt with pulmonary embolus are a known complication of central venous line use. It is not unexpected to see pericatheter sleeve formation and thrombus on short-term hemodialysis catheters in the central veins. Direct venography of such catheters, after relatively short average in-dwell duration of 21 days, shows rates of sleeves and thrombus of greater than 50%. Hirsch et al reported on deep venous thrombosis as detected by ultrasonography with color doppler imaging performed twice weekly in their medical ICU. Deep venous thrombosis was detected in 33% (95% confidence interval, 24% to 43%) of 100 eligible patients during the 8-month study period despite prophylaxis in 61% of patients. 1. Oguzkurt l, tercan f, torun d, yildirim t, zumrutdal a, kizilkilic o, impact of short-term hemodialysis catheters on the central veins: a catheter venographic study. Eur j radiol. 2004 dec; 52 (3) :293-9. 2. Hirsch dr, ingenito ep, goldhaber sz. Prevalence of deep venous thrombosis among patients in medical intensive care. Jama. 1995 jul 26; 274 (4) : 335-7.